Event description:
It was reported that while the touchscreen remains functional, the programmer made a significant noise and overheats beyond normal levels when turned on. Removing the battery did not resolve the issue. No patient involvement was reported. The programmer will be returned for repair or analysis.